Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported under infusion, which was reproduced. Evaluation found the pump to under infuse by as much as 5.086% of the volume to be delivered. The upstream and downstream finger assemblies were found out of specification, causing the reported symptom. The device was reworked and recalibrated to correct the condition. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01152 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). The customer reported that the pump failed to infuse properly with parameters 200 ml/hour and 40 ml volume to be infused (vtbi). It was also reported there was no patient injury.